Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was confirmed. It was also noted the air/water (a/w) supply inlet is loose and leaking on scope connector, probe unit is loose, the evis image is intermittently flickering. Additionally; it was noted having excessive broken elements, the bending section and insertion tube shows signs of corrosion, the insertion tube also exhibited corrosion in the joints, the light guide (lg) tube buckled, and um connector has fluid invasion and play in the control knob. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that during preparation for usage in an unspecified procedure their evis exera ii ultrasound gastrovideoscope did not register when connected to the ultrasound machine. Upon inspection and testing of the customer returned device, it was observed the forceps cover and the distal sheath adhesive are chipped. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the chipped forceps cover and distal sheath adhesive likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.